Event description:
It was reported that the patient had been having cable power fault alarms with their system controller intermittently for some time. They replaced their system controller with their backup system controller due to power cable fault on their system controller lead on 23jun2024. It was noted that the patient inadvertently failed to notify of the change. Log files were submitted for review. The event log contained unusual low voltage advisory, low voltage hazard, and power cable disconnect alarms when the patient was utilizing both battery and mpu power. These types of alarms could be caused by faulty system controller leads. The patient never reported further issues once the system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage to the black power cable¿s outer jacket, the strain reliefs on the connector side of both the white and black power leads were observed to be broken, and fluid ingress was observed on the system controller power cable. The reported event of intermittent power cable disconnect and low voltage alarms was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The electrical integrity of the controller¿s power cables were then evaluated, revealing that the relative state of charge (rsoc) wire in the white power cable was electrically open. The outer jacket and protective layers were then removed from the cable to inspect the underlying wires, revealing that the rsoc wire was broken. Damage to this wire would result in the reported event. A log file was submitted and downloaded for review, and data from the reported event date of 23jun2024 was reviewed. The log file captured intermittent power cable disconnect, low voltage advisory, and low voltage hazard alarms from 02:40:45 to 13:55:47 due to the rsoc voltage fluctuating, causing the voltage to intermittently drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and the mobile power unit and occurred on the white power lead; this is consistent with the damage observed to the rsoc wire in the white power cable. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be caused by damage to the rsoc wires in the system controller¿s white power cable. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cables during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04nov2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.